Event description:
A report was received that the patient underwent an ipg replacement due to charging difficulties. The ipg was placed too deep in the pocket site and it made it difficult to charge. It was the physician's preference to replace the ipg and no malfunction was suspected. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Explanted devices will not be returned to bsn as it was discarded by medical facility.